Event description:
It was stated that as soon as a person with diabetes (pwd) connected the infusion site, they were able to see that it started leaking so the pwd had to change it out again. Multiple line blocked alarms were also reported. The pwd stated they changed their site out and has been experiencing the alarm since. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.